Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, while suturing on the anastomosis colon and small intestine, there was an incomplete staple line observed. They sutured at the stapler line to complete the case. This resulted to a delayed time in surgery for two hours.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph of the same instrument. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.